Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's wife stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The date was also not set correctly on the meter and was later corrected. At 7:56 a.m., a sample from the patient was tested using the meter (test strip lot 28632021), resulting with a value of > 8.0 inr. At 9:14 a.m., a sample from the patient was tested using the meter (test strip lot 28632021), resulting with a value of 7.9 inr. At 10:59 a.m., a sample from the patient was tested using the meter (test strip lot 35349723), resulting with a value of 6.2 inr. At around 3 p.m., a sample from the patient was tested using the meter (test strip lot 35349723), resulting with a value of 6.4 inr. The patient noted that internal controls passed during the measurement of 6.4 inr. The 6.2 inr and 6.4 inr values were believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is well. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every two weeks. The patient has a history of anemia, but is taking iron pills. The patient does not have antiphospholipid antibodies or lupus. The patient does not take any other blood thinners besides warfarin at this time. There have been no changes in the patient's warfarin dose. The patient's new medications include iron and an increase in "metoperol". The patient does not have any new illnesses. The patient has a poor diet, with no changes. The patient did not have symptoms of bleeding or bruising. The patient's product was requested for investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.